Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) displayed a system overheating message and shut down six hours after the patient began using the device. The hospital then replaced it with a cs300. There was no patient impact.

Manufacturer narrative:
Updated fields - b4, d8, d9, e1(event site address, event site city), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11 a getinge field service engineer (fse) evaluated the unit and was able to reproduce the reported malfunction. The fse found that the adjustment value of the vacuum regulator had changed. When it was adjusted to a normal value, it changed. When it was lightly impacted, it did not fall within the standard value. The fse replaced the drive regulator. The regulator value no longer changed. The unit was continuously operated for a week and it worked normally. Operation inspection results were good.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h6 (investigation findings).

Event description:
N/a.

Event description:
N/a